Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I free t4 results for one patient. The following data was provided: (B)(6) 2025, sid (B)(6): initial result = 2.69 ng/dl, repeat = 1.20 ng/dl the repeat result matched the patient¿s historical result. No impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity I free t4 results for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 2.69 ng/dl, repeat = 1.20 ng/dl. The repeat result matched the patient¿s historical result. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 68901ud00. However, no increase in complaint activity was identified for the alinity I free t4 assay regarding commonalities for the complaint issue of elevated results. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 68901ud00 and the complaint issue. Accuracy testing was completed with a retained kit of lot 68901ud00. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 68901ud00 was identified.